Event description:
Trends on home monitoring show short intervals occurring intermittently each day. Recordings show what appears to be noise and/or t-wave oversensing causing non-sustained recordings. Lead will be evaluated in person and recommended isometric testing. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.